Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, it is likely that the reported issue was caused by the following mechanism: 1. Dust, dirt, foreign material, or the like adhered to the electrical contacts of the plug unit, which made connection between the device and system unstable. Then, the image (signal output) disappeared temporarily. 2. Physical stress was applied to the end of the charge-coupled device (ccd-unit), which caused unstable output from the ccd-unit. Then, the image (signal output) disappeared temporarily. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation and service. The evaluation was unable to duplicate the user's report of image loss. There was no evidence of fluid invasion in the device. The device passed the leak test. There was a cut observed on switch button #1. The down-ward angulation was low. There was a play on the control knobs. There was a sharp dent found on the distal end plastic cover. The bending section cover glue was cracked. There were minor scratches found on the insertion tube and light guide tube. The device was serviced and returned to the user facility. As part of investigation into this report, olympus contacted the user facility to obtain additional information regarding the reported event, and was informed that there was no adverse impact reported. The sterile processing & supply manager at the user facility stated that, if there was an issue with the picture during a case, the user would simply grabbed another endoscope to complete the case. The exact cause of the user of the user's experience cannot be determined. The legal manufacturer's investigation is ongoing. If new information becomes available at a later time, this report will be updated accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The user facility reported that during an unspecified procedure the image blacked out. No patient injury reported.